Event description:
This rv lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2014 due to patient twiddled his device until this lead pulled back and were in the superior vena cava. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).